Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse inspected the instrument and found a leak under waste exit sump. The fse replaced line 149, tube from waste sump to exit sump and this resolved the issue. The fse also replaced grey canisters with blue top canisters. Hardware is the root cause for event.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that they noticed a pool of liquid in front of the unicel dxc 600 synchron clinical systems. Customer opened the door and there was a leak under the waste exit sump. No results were generated in this event. No injuries sustained.